Event description:
The facility representative reported an infuso.r. Pump with a condition of "making a noise when trying to infusion." The process step is unknown. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of making a noise when trying to infuse involving an infuso.r. Pump was confirmed and reproduced during device evaluation. The assignable cause was determined to be a motor separated from the gearbox. The motor was replaced to fix the reported condition. If additional information is received, a follow-up medwatch will be submitted.